Event description:
The customer reported that the system displayed ma errors. This error may cause the system to shutdown un-commanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller coin battery. The system operates as intended.